Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a lost sensor alert and a calibration error alert. Customer's blood glucose was 43 mg/dl. Customer treated with cherry juice and peanut butter. Customer's blood glucose was 227 mg/dl this morning and was 43 mg/dl last night. Customer stated that she must have overcorrected. Customer stated that she is not experiencing intermittent calibration error alerts. Customer received a change sensor alert. Customer was advised to remove and return the sensor for analysis.